Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 350 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. As treatment, the patient gave a correction bolus and changed out the pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Cracks were observed in both the top and bottom housings of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.